Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using a benchmark 6f 071 delivery catheter (benchmark) and a guidewire. During the procedure, the physician advanced the benchmark over the guidewire to the subclavian artery. The physician then removed the guidewire to flush the benchmark and subsequently noticed that the proximal end of the benchmark was fractured. Therefore, the benchmark was removed. The procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 07/12/2023: section b. Box 5. Describe event or problem; section h. Box 6. Device code 2. Evaluation of the returned benchmark confirmed a fracture on the proximal end. If the device is manipulated against resistance during use, damage such as a kink and subsequent fracture may occur. Further evaluation revealed an ovalization on the distal end. If the device is forcefully pinched or gripped during use, damage such as an ovalization may occur. This damage may contribute to resistance during advancement and retraction. Forceful manipulation against this resistance may have contributed to the fracture on the proximal shaft. Evaluation also revealed kinks on the distal shaft. These kinks were likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using a benchmark 6f 071 delivery catheter (benchmark) and a guidewire. During the procedure, the physician experienced resistance while advancing the benchmark over the guidewire to the subclavian artery. The physician then removed the guidewire to flush the benchmark and subsequently noticed that the proximal end of the benchmark was fractured. Therefore, the benchmark was removed. The procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.